Event description:
The customer reported that the system would lock up while attempting to send images to dicom/pacs. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative perform an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.